Manufacturer narrative:
After investigation, the level one root cause for bleeding was that the surgeon had fired the reload with a hem-o-lock in the reload jaws, resulting in multiple malformed staples. Firing a reload over an obstruction is known to result in staple malformation and therefore poor hemostatic performance. The IFU used for this region is most likely the spanish language version of 900298. In the spanish version of 900298 rev-t (the most recent revision that was approved by colombian authorities at time of the event), warning #5 on page 7 indicates that firing over an obstruction can result in incorrectly formed staples. The level two root cause is therefore user error.

Event description:
Five 45 grey curved reloads and one 30 white curved reload were used for a lobectomy procedure that was performed on (B)(6) 2023. During the procedure the surgeon fired the reload to seal an artery, the staple line did not fully seal the artery and the patient bled.